Event description:
It was reported that in-stent restenosis occurred, requiring intervention. An eluvia drug-eluting vascular stent had been implanted in the right superficial femoral artery. During routine follow up, it was noted that the stent later became stenosed. The lesion was noted to have 99% stenosis, with moderate tortuosity and severe calcification. Intervention was performed to recanalize the in- stent restenosis. There was no patient injury.